Event description:
Customer reported not getting an ECG alarm.on the central station, the nurse reported the ECG amplitute changed and the 5 lead was lost.patient was reportedly found on the floor and could not be resuscitated. Ge healthcare's investigation into the reported occurrance is still ongoing.